Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. The device was recertified and returned to the customer. Based on the log file review there is no evidence to suggest a device malfunction. There are a number of factors outside of a device malfunction that can cause no signal to be seen that include, but are not limited to: poor coupling of the multi-function cable/pads to the patient or a problem with the multi-function cable/pads themselves the multi-function cable and pads used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.